Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy approx. Two weeks age. It was reported the instrument worked ok but after stapling completed the surgeon saw that one of the staples was sticking out. Surgeon felt like the staple could snag something. Further measures taken are unk at this time. There was no consequence to the pt.